Manufacturer narrative:
The reported event that the pointer of the device broke off was confirmed through visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that the tip of the device broke off during a surgical procedure conducted at the user facility. The procedure was completed successful with no impact to the patient, delays, adverse consequences, or medical interventions.

Event description:
It was reported that the tip of the device broke off during a surgical procedure conducted at the user facility. The procedure was completed successful with no impact to the patient, delays, adverse consequences, or medical interventions.